Manufacturer narrative:
Continuation of d10: product ID 8780 lot # serial # (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2026; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-apr-2025, UDI #: (B)(4); analysis of product:8780 s/n: (B)(6) identified a kink in the catheter body. Analysis of product:8637-40 s/n: (B)(6) identified some slight damage to the septum with no leaking seen during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (100 mcg/ml at 135.68 mcg), fentanyl (450 mcg/ml at 610.56 mcg), bupivacaine (15.0 mg/ml at 20.352 mg), and hydromorphone (1.0 mg at 1.3568 mg) via an implantable pump for non-malignant pain. It was reported that the patient experienced withdrawal symptoms and loss of efficacy of pain relief after a spinal fusion surgery on (B)(6) 2026. Today the programmer said there was 17.4ml left in pump but the hcp drew back 40ml of medication from reservoir. The hcp performed a full system replacement today (B)(6) 2026. The pump and catheter were explanted and replaced with new pump and catheter. Issue is resolved.